Event description:
It was reported that there was white floating particulate in the reservoir of a small volume intermate. This was observed after compounding had occurred. The device was filled with colistimethate. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was completed which revealed there were no nonconformities, failures, rework, or deviations documented in the manufacturing batch records. The reported problem could not be verified as the device was not returned. Should additional relevant information become available, a supplemental report will be submitted.